Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during use. Attempts are being made to obtain additional information from the user facility regarding medical intervention and adverse consequences. Additional information received will be provided in the supplemental.

Event description:
The user facility reported that the device overheated during use. Attempts are being made to obtain additional information from the user facility regarding medical intervention and adverse consequences. Additional information received will be provided in the supplemental.